Event description:
It was reported that there was lead/extension erosion at the head. It was noted that this was the patient¿s third time having trouble with possible infection. Patient had previously been tested with the allergy kit and was not allergic to any of the materials. On (B)(6) 2014, the healthcare professional (hcp) had gone in to move the extension/lead connection closer to the back of the head. A skin flap was done to see if the system could be saved. The patient¿s device was still on and working. The hcps felt they were able to move the connection to an area that may help save the system. Impedance testing was done. The product issue was not resolved and the cause of the issue was not determined. Patient was alive with no injury. Additional information received reported culture results were not available. Patient was receiving good benefit. Additional information received reported perioperative antibiotics were used. The date of onset/diagnosis was (B)(6) 2014. The deep brain stimulator cable was exposed, there was no sign of infection. There was a right side scalp flap. A culture was obtained from the right side scalp flap and the type of organism was (B)(6). Treatment included both intravenous therapy (IV) and oral antibiotics for 6 weeks. The patient outcome was ongoing.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va09w56, implanted: (B)(6) 2013, product type: lead. (B)(4).